Manufacturer narrative:
Detailed review of the available device diagnostic data confirmed that this patient experienced an electrical storm; multiple non-sustained and sustained episodes were stored. A total of 58 episodes were recorded, 52 treated and 6 untreated, and 97 shocks were delivered. Review of the individual episodes revealed that the delivered shocks were appropriate and successfully converted the patient¿s arrhythmia initially; all charge times were within normal/expected ranges. However, as time progressed and the arrhythmia persisted, the patient¿s heart rate diminished; after the last stored episode, the patient¿s arrhythmia was below the rate cut-off required for therapy delivery. Based on review of the device diagnostic data, the available data/information indicates that this device functioned appropriately per programmed parameters. Interrogation of the device triggered a programmer calculation of eri, based on the charge start counter and associated estimate for remaining battery capacity. Since the patient experienced an electrical storm and the device initiated multiple capacitor charging cycles within a compressed timeframe, capacitor energy did not fully dissipate between charges. As such, there was a higher voltage present and the same amount of energy was not required to reach a full charge on each cycle. This led to the inaccurate programmer estimate and subsequent declaration of eri. However, as noted above, although this device likely had sufficient battery capacity to provide additional shock therapy following the last stored episode, the patient¿s average heart rate (r-r intervals) had deteriorated to the point that it did not meet the required detection criteria for therapy delivery.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received 97 shocks during a two day arrhythmic storm. The patient advocate called their local emergency services for assistance, on the second day. The patient was then transferred to an intensive care unit with possible brain damages. Device data was reviewed by internal engineers who confirmed a total of 98 device shocks since product manufacture and a zero percent remaining battery life. The physician inquired regarding the functionality of the device at it's end of life state, specific to the availability of shocks. Engineers confirmed the patient was in an arrhythmia with both non sustained and sustained episodes logged. Device shocks were delivered appropriately based on the patient's condition however the success of conversion did deteriorated the longer the patient spent in the arrhythmic state. The condition of the patient at the time of the arrhythmic storm was not communicated however it is likely that it affected the origin of arrhythmia's. Additional information was later received that the patient has passed away. The device was not returned for analysis; however, the physician requested stored data analysis of the device's battery performance.